Event description:
It was reported to philips that the system's c-arm performed an uncommanded movement.the device was in clinical use at the time of the event. There was no harm reported. Philips has started an investigation of the complaint.